Event description:
It was reported that during follow-up, the left ventricular lead exhibited unacceptable thresholds. A fluoroscopy revealed the lead was in an abnormal position. The lead was successfully repositioned and placed into the anterolateral vein. The patient was in good condition.

Manufacturer narrative:
.